Manufacturer narrative:
Investigation conclusion: customer complaint of false negatives could not be replicated with retain testing. Customer was using an incorrect method file on their instruments and adding water to their heat blocks. Issue was resolved with site visit by quidel personnel. Root cause: can not duplicate with retains / no problem found. Source: phone.

Event description:
Customer reporting 1 false negative sars patient result during validation of the assay. It is noted the customer also experienced a negative result on the positive control. Customer communicated the sample was confirmed positive by another molecular method.